Event description:
Description of event according to initial reporter: "we had some difficulty with a tulip filter yesterday and needed to retrieve it using our gtrs kit and place a new filter. Supposedly the gtrs did not open well too." Rep went to the lab and spoke with the attending physician. There were no issues with the filter or the retrieval (gtrs) kit. The "issue" was a resident physician placed the filter too high and the hook was tilted into the renal vein. The attending came in and helped retrieve it, then they placed another filter at the correct level. Rep saw the fluoroscopy images they saved as well, there was definitely no issues with the products. Patient outcome: unknown.